Event description:
It was reported that pump experienced malfunction code 16 without any notable events beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump using provided reset instructions, verified that malfunction did not recur, advised that pump use could continue.